Event description:
It was reported that during a total hip replacement surgical procedure, it was observed that the attachment device was ¿hard to push¿ into the motor device. There was no reported delay to the planned surgical procedure. It was not reported if a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The product code and lot number of the device was unknown. The manufacturing location was unknown. The date of manufacture was unknown. As of this date, the device has not been returned for evaluation, and the facility indicated that the device will not be returned; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.